Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation. Per the instructions for use of the intrathecal catheter, catheter kinking was a known possible risk of use of the device. Internal complaint number: complaint-(B)(4).

Event description:
Agent reported a catheter replacement due to a lack of flow as a result of a kink. The catheter was discarded after replacement.